Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following additional information were received under a different complaint file: patient's correct date of birth, correct date of explantation, and that the procedure was a primary breast augmentation for the suspect medical device. In addition, mentor also became aware that the patient also suffered seroma. Mentor also became aware that the suspect medical device was received on 8/29/2019. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Concomitant medical products: 315cc mentor memoryshape breast implant catalog: 3541258 lot: 6836793 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation, as part of a clinical trial, with two 315cc mentor memoryshape breast implants, suffered left breast infection post-operatively. As a result, the patient took antibiotics and eventually underwent implant explantation on (B)(6) 2019.

Manufacturer narrative:
After clinical/secondary review of this file performed on august 18, 2022, it was decided to remove patient code surgical intervention to more accurately capture the reported event.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following additional information: the patient underwent a series of surgical intervention prior to device explantation. The patient patient underwent multiple draining and irrigation of the left breast implant infection site prior to complete implant removal. The implant site was irrigated with a combination of doxycycline, betadine and lidocaine. Mentor also became aware that the patient had undergone breast implantation of a new device on the left breast on (B)(6) 2019 with the following device: 315cc mentor memoryshape breast implant catalog: 3541258 lot: 7745735 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Excessive postoperative accumulation and/or transient re-accumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).